Event description:
The customer reported that unit failed with vent inop 1009 code. The manufacturer's service technician inspected the device and was unable to duplicate the reported vent inop. But during review of the diagnostic log, the service technician verified that the unit has multiple vent inop code in the log. There was no patient involvement since the customer is prepping the unit for training. An autozeroing failure may affect the accuracy of the system pressure measurement, therefore this event would be likely to cause or contribute to a death or serious injury if an autozeroing failure were to recur while in use on a patient. The service technician replaced the sensor pcb board and power supply as a precautionary measures due multiple vent inop found in the log. Applicable final testing was completed and the ventilator passed per operating specifications.